Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer troubleshooted and it was noticed that there was no qrs tone once the x2 was removed from mx500 monitor. The customer confirmed there was no sound at all from x2 module only and that the speaker was verified to be defective. They also reported there was no speaker inoperative message present. The rse provided the part identification number for the speaker replacement. The customer replaced the speaker assembly to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. H3 other text : repaired by customer

Event description:
Additional information was received that there was no sound from the x2 and no speaker malfunction inop message. The customer stated the event occurred a couple months ago; no specific date was provided.

Event description:
The biomed reported the speaker is not working, can hear the beep but the does not hear alarms on the monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer called back and reported the speaker was replaced, and the issue is resolved. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.